Event description:
Caller states that 3 years ago her device read 313mg/dl and she took insulin as a result. She reports that within 5 minutes she went to the emergency room where they tested her blood glucose at 26mg/dl on their device. She was given glucose and remained in the hospital for 5 hours. No strip information provided. No quality controls were reportedly used. Requested return of suspect device and replacement was sent.